Event description:
It was reported that the right ventricular lead was fractured. The lead had high impedance, the threshold was unstable and there was non-physiologic oversensing. A lead integrity alert was triggered. After explanting the lead, the superior vena cava (svc) coil appeared to be compressed or crushed near the 1st rib/clavicle junction. The lead had apparently pulled back to that position. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed; analysis revealed a flex fracture of the exposed svc (superior vena cava) defibrillation coil. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.